Manufacturer narrative:
D10: 2012783 148-36-00 - 12/14 zirconia head 36mm rep by 170-36-00; 2400587 164-01-13 - element-stem, collarless w/ha, std offset, sz 13. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 135 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear with acetabular osteolysis, necrotic bone, pain, and suffering. No further issues or complications were reported. No additional information is available.